Event description:
Patient was revised due to pain. The components were loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the root cause of the reported pain and device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.